Event description:
Dual chamber pacemaker inserted at other facility 2 wks prior. Seen in ER feeling dizzy - pulse 28. Failed ventricular lead (not capturing or intermittently capturing). Replaced ventricular lead following day.